Event description:
An ophthalmic surgeon reported poor aspiration in irrigation/aspiration mode during a procedure. The issue was resolved after the pack was replaced. There was no harm to the patient.

Manufacturer narrative:
A sample is expected, but has not yet been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).